Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case # (B)(6), awareness date 14-aug-2015 ). It refers to a female consumer of (B)(6) year-old in united states who had essure (fallopian tube occlusion insert) inserted in 2007 after the birth of her third child. Consumer reported that she experienced cramping, sharp / stabbing pelvi pain, abnormal heavy cycles, constant spotting, ovarian cyst (dermoid), bacterial vaginosis, discharge with strong odor, excessive bleeding during period, loss of libido, bleeding / spotting after sex, painful intercourse, painful periods, urgent urination, urinary tract infection, back pain, headaches, dizziness, tingling sensations, numbness, forgetfulness, mood swings, fainting, itchy skin, itchy under the skin and hair loss. In 2014, doctor decided that a full hysterectomy leaving the ovaries was the best option for her, but tomography showed a dermoid cyst in her left ovary even though she had a surgery to remove it in 2009, so left ovary was also removed. Company causality comment: this non-medically confirmed spontaneous case was identified during monitoring of postings on an FDA hosted docket website and refers to a (B)(6) year-old female consumer who had essure (fallopian tube occlusion insert) inserted in 2007 and experienced serious events sharp/stabbing pelvic pain, ovarian cyst (dermoid), urinary tract infection amongst other non-serious events. She had a hysterectomy 7 years after placement. Pelvic pain, serious due to required intervention and listed in the reference safety information for essure, was considered related to essure. As hysterectomy was performed, even though many years post insertion, this case is regarded as incident. Ovarian dermoid cyst and urinary tract infection are unlisted events and serious due to medical importance. They were considered unrelated to the device due to essure local action in the fallopian tubes. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 13-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case was identified during monitoring of postings on an FDA hosted docket website and refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in 2007 and experienced serious events sharp/stabbing pelvic pain, ovarian cyst (dermoid), urinary tract infection amongst other non-serious events. She had a hysterectomy 7 years after placement. Pelvic pain, serious due to required intervention and listed in the reference safety information for essure, was considered related to essure. As hysterectomy was performed, even though many years post insertion, this case is regarded as incident. Ovarian dermoid cyst and urinary tract infection are unlisted events and serious due to their medical importance. They were considered unrelated to the device due to essure local action in the fallopian tubes. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect no active follow-up will be pursued, as this case was identified during health authority website monitoring.